Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to the front therapy electrode cable. The cable was cut, and the +5v wire in the cable was severed. The root cause for the cut cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ECG electrodes.